Event description:
The report received indicated that after implantation of the palmaz genesis stent; the stent broke in two pieces. No other information has been reported as of yet; however, it was indicated that due to the risk, the problem might have to be resolved with bypass surgery. The stent had been implanted in the mesenteric superior.

Manufacturer narrative:
As the stent was implanted, the product is not available for evaluation. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the endovascular sds/stents distributed in the united states.